Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is user related. The newborn treated in intensive care for severe neonatal anoxic-ischemic injury and placed in hypothermia. On (B)(6) at 7:30 a.m., the artic sun monitor indicated a rectal temperature of 33.5c, while the water temperature was 40c. The heated table was turned on and the mattress was at 30c. The child's axillary temperature was rechecked at 36.6c. The same incident occurred again on the same day at 9:00 p.m. P.m. A decision was made to change the rectal probe, reconnection of the rectal probe cable to the machine. Heated table turned off. No cooling while awaiting the doctor's decision. Return to hypothermia in the following hours. Loss of opportunity for the patient. Death due to discontinuation of active treatment on medical decision given the very poor neurological prognosis for the newborn. The cable was kept by the facility for examination. Per followup info, the rectal probe was removed without pressing stop. A drop in temperature was observed, because the patient's temperature is no longer being measured, it dropped by about 4c or more. The device thought the patient was too cold and heats the water; the patient warms up. Once the probe was correctly replaced, the patient's temperature was already at 36c. The same phenomenon occurred with the second therapy, with a gradual removal of the rectal probe. If it was the temperature cable, would see jumps from one line to another with higher values. This was not really the case. But did not have confirmation from the service if it has been replaced. The returned photo sample was evaluated; however, a conclusion cannot be made regarding the photo only depicted a label on the cable, and nothing related to the reported issue. The three case data files were evaluated for the event: (B)(4). Therapy captured in the (B)(4) file noted therapy starting at 4:37 (B)(6) 2025, with the patient target temperature (pt tt) at 34c, while the patient temperature (pt) was below target at 31.7c. The device responded appropriately creating warm water, warming the patient until 5:04, when the pt tt was changed to 33.5c. Therapy continued with the device warming the patient towards the 33.5c pt tt, which was reached at 8:17; after which the device adequately kept the patient near 33.5c by cooling when the patient went above target, and warming when the patient went below target. At 17:17, there seems to be an issue that occurs with the pt sensing, as the patient temperature dropped from 33.2 to 27.33 within 2 minutes. The device responded by applying warmer water to counteract the temperature drop, but from 17:21 to 17:22, the pt rose from 30.82c to 34.3c, which likely indicates that the probe had been removed/dislodged and was re-placed in the patient without stopping therapy. At 17:31 there was an alert 50 (patient temperature 1 erratic) and therapy was stopped by alarm 15 (unable to obtain a stable patient temperature) at 17:33. The alarm was cleared and therapy restarted at 17:34, and patient therapy continued keeping the patient at or near the 33.5 target by appropriately adjusting the water temperature based on the pt inputs. Therapy continued until 4:49 (B)(6) 2025; when therapy was stopped for 3 minutes. Therapy was restarted at 4:52, and the patient seemed to be warming/cooling appropriately until 5:09-5:12, where the pt was as follows: 33.29c (5:09), 22.3c (5:10), 13.73c (5:11), and 29.26c (5:12). After this the pt was between 28.52c (5:14) to 29.02 (5:22), and the device made warm water (40c) to counteract the patient temperature drop. At 5:16 there was an alert 11 (patient temperature 1 below low patient alert), and an alert 50 (patient temperature 1 erratic) at 5:21. Therapy stopped at 5:23 due to an alarm 15 (unable to obtain a stable patient temperature) and an alert 51 (patient temperature 1 below control range) at 5:24. The alarms were cleared by the user and therapy was restarted at 5:25, with a pt reading of 29.22c. The device made 40c water at this point to try to warm the patient to the 33.5c pt tt, however it seems the probe was not checked as the pt remained near 30c (which was noted to be the temperature of the bed warmer per followups). Therapy continued with the device making 40c water from 5:26 to 7:12, where the pt reading had risen to 31.14c. At this point the pt reading starts to drop, going down until 7:23 when the pt reading was at 28.76c and an alert 50 (patient temperature 1 erratic) occurred, and an alert 51 (patient temperature 1 below control range) occurred at 7:25. These alarms were cleared and it seems the pt was checked, as it quickly went back to 31.29c (7:28) and then to 0c at 7:29 (likely signaling the probe/cable being disconnected from the device). At 7:30 the probe seems to be replaced, as the pt goes to 34.38c and then 36.51c at 7:31. The device immediately created cold water to cool the patient as they were significantly above target, however therapy was stopped by 7:39 with the pt at 36.56c. Therapy remained stopped and the pt slowly dropped until 8:08, when therapy was restarted briefly at pt 35.72c. The device alerted at 8:13 with an alert 9 (patient temperature 1 above high patient alert), which was cleared and the case data file ceased at 8:15 (B)(6) 2025. Therapy captured in the arcticsun.2025-08-20_0828.csv file noted therapy starting at 8:18 (B)(6) 2025 and included 11 minutes of therapy. Therapy initiated with pt 35.36c and a pt tt of 35.3c. The device made cool water to decrease the pt, and the patient quickly dropped down to 34.95c at 8:23, where the pt tt was increased to 35.4c. At 8:23, there was an alert 11 (patient temperature 1 below low patient alert), and the pt continued to drop until the end of the case data at 8:28 (B)(6), 2025, where the pt was 34.68. Therapy captured in the arcticsun.2025-08-20_2030 file noted therapy starting at 8:29 (B)(6) 2025, with the pt reading 34.64c and the pt tt at 33.5c. The device applied cool water to decrease the patient temperature to target, and when the target was overshot the device at 9:01 (33.48c), the device began to make warmer water to counteract the patient going below target. From this point the device continued to attempt to get the pt to target by using warm water, however the patient did not reach target. At 20:10 the pt was at 33c and began to drop quickly, going to 32.31 by 20:23. Therapy was stopped at 20:26 (B)(6) 2025, where the pt was reading 29.55c. The pads were drained and the case was ended at 20:31, (B)(6) 2025. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Chapter 1 ¿ getting started cautions -the clinician is responsible to determine the appropriateness of custom parameters. When the system is powered off, all changes to parameters will revert to the default unless the new settings have been saved as new defaults in the advanced setup screen. For small patients (less than or equal to 30 kg) it is recommended to use the following settings: water temperature high limit less than or equal to 40c (104f). Water temperature low limit greater than or equal to 10c (50f); control strategy equals 2. It is recommended to use the patient temperature high and patient temperature low alert settings. -the arctic sun temperature management system will monitor and control patient core temperature based on the temperature probe attached to the system. The clinician is responsible for correctly placing the temperature probe and verifying the accuracy and placement of the patient probe at the start of the procedure. Medivance recommends measuring patient temperature from a second site to verify patient temperature. Medivance recommends the use of a second patient temperature probe connected to the arctic sun temperature management system temperature 2 input as it provides continuous monitoring and safety alarm features. Alternatively, patient temperature may be verified periodically with independent instrumentation. Patient temperature will not be controlled and alarms are not enabled in stop mode. Patient temperature may increase or decrease with the arctic sun temperature management system in stop mode. The rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high-water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/ coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. Chapter 2 ¿ patient therapy temperature probe placement patient temperature control with the arctic sun temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the patient temperature 1 connector on the back of the control module. Any commercially available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun temperature management system. Refer to the manufacturer¿s instructions for use for the specific indications and temperature probe placement. Note: verify that the patient temperature 1 probe is correctly positioned and correctly connected to the system. If the patient temperature change is less than 0.15c after the first hour of therapy, the system will generate alert 116 ¿ patient temperature 1 change not detected. If alert 116 is not acknowledged after 5 minutes, the system will generate alarm 117 ¿ patient temperature 1 change not detected. Alarm 117 will stop therapy and an audible alarm will sound. After alarm 117 is acknowledged, therapy will require a restart. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the newborn treated in intensive care for severe neonatal anoxic-ischemic injury and placed in hypothermia. On (B)(6) at 7:30 a.m., the artic sun monitor indicated a rectal temperature of 33.5°c, while the water temperature was 40°c. The heated table was turned on and the mattress was at 30°c. The child's axillary temperature was rechecked at 36.6°c. The same incident occurred again on the same day at 9:00 p.m. P.m. Number of patients or persons affected was 1 and number of devices involved was 1. Clinical consequences and current status of the patient or person involved: decision to change the rectal probe, reconnection of the rectal probe cable to the machine. Heated table turned off. No cooling while awaiting the doctor's decision. Return to hypothermia in the following hours. Loss of opportunity for the patient. Death due to discontinuation of active treatment on medical decision given the very poor neurological prognosis for the newborn. Actions taken within the facility was the cable was kept for examination. The machine's log files were analyzed by the manufacturer, the loss of temperature monitoring was sudden, indicating either a break in the connecting cable or a disconnection of the sensor. The cable was checked to ensure it was working properly. The thermal probe used was not kept. Per follow up received via mail on 12sep2025, the sales representative has analyzed the logs and the machine after the incident and noted that the machine was running well, and the problem was linked to a wrong use. The rectal probe was removed without pressing stop. A drop in temperature was observed, because the patient's temperature is no longer being measured, it dropped by about 4°c or more. The device thought the patient was too cold and heats the water; the patient warms up. Once the probe was correctly replaced, the patient's temperature was already at 36°c. The same phenomenon occurred with the second therapy, with a gradual removal of the rectal probe. If it was the temperature cable, would see jumps from one line to another with higher values. This was not really the case. But did not have confirmation from the service if it has been replaced. Per follow up received via mail on 22sep2025, see photo attached, the only identification element found on the cable. The cable has been tested by the biomedical department in conjunction with the sales representative and has been put back into service. The generator record history has been forwarded to the sales representative.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the newborn treated in intensive care for severe neonatal anoxic-ischemic injury and placed in hypothermia. On (B)(6) at 7:30 a.m., the artic sun monitor indicated a rectal temperature of 33.5°c, while the water temperature was 40°c. The heated table was turned on and the mattress was at 30°c. The child's axillary temperature was rechecked at 36.6°c. The same incident occurred again on the same day at 9:00 p.m. P.m. Number of patients or persons affected was 1 and number of devices involved was 1. Clinical consequences and current status of the patient or person involved: decision to change the rectal probe, reconnection of the rectal probe cable to the machine. Heated table turned off. No cooling while awaiting the doctor's decision. Return to hypothermia in the following hours. Loss of opportunity for the patient. Death due to discontinuation of active treatment on medical decision given the very poor neurological prognosis for the newborn. Actions taken within the facility was the cable was kept for examination. The machine's log files were analyzed by the manufacturer, the loss of temperature monitoring was sudden, indicating either a break in the connecting cable or a disconnection of the sensor. The cable was checked to ensure it was working properly. The thermal probe used was not kept. Per follow up received via mail on 12sep2025, the sales representative has analyzed the logs and the machine after the incident and noted that the machine was running well, and the problem was linked to a wrong use. The rectal probe was removed without pressing stop. A drop in temperature was observed, because the patient's temperature is no longer being measured, it dropped by about 4°c or more. The device thought the patient was too cold and heats the water; the patient warms up. Once the probe was correctly replaced, the patient's temperature was already at 36°c. The same phenomenon occurred with the second therapy, with a gradual removal of the rectal probe. If it was the temperature cable, would see jumps from one line to another with higher values. This was not really the case. But did not have confirmation from the service if it has been replaced. Per follow up received via mail on 22sep2025, the only identification element found on the cable. The cable has been tested by the biomedical department in conjunction with the sales representative and has been put back into service. The generator record history has been forwarded to the sales representative.